Manufacturer narrative:
Section h11 correction. Initial MDR section h11 should say: stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker observed the power pcb assembly cable was not connected to the system pcb assembly. The cable was reseated to resolve the reported issue. Battery pins were replaced as a preventative measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker observed the power pcb assembly cable was not connected to the power pcb assembly. The cable was connected properly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.